Event description:
It was reported that hair was noted within the syringe.

Manufacturer narrative:
It was reported that hair was noted within the syringe. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample in used condition was returned for evaluation and the reported problem/issue was confirmed. Because of the condition of the sample, a definitive root cause could not be determined as it could not be confirmed if the hair was already inside of the syringe upon receipt of the unopened syringe or if it was introduced into the syringe during use. In an abundance of caution, and in response to an FDA 483 issued for (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.